Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. The occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available.

Event description:
The customer reported the evis exera iii gastrointestinal videoscope failed multiple culture samples. The issue was found at reprocessing. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation, the endoscopy support specialist (ess) in-service visit, and the legal manufacturer¿s investigation. The device was returned to olympus for evaluation and the issue was not confirmed. A visual inspection was performed on the ¿as received¿ condition. There were no signs of foreign material/substance/stain inside the biopsy channel, biopsy port, and suction port/channel when inspected with an olympus borescope. However, there were multiple deep scratches and tears at the distal end of the biopsy channel. In addition, the insertion tube, distal end, bending section cover, and all components on the distal end were free of any foreign debris. This scope was purchased on september 26, 2020, and had not been in for repair before. An olympus endoscopy support specialist (ess) visited the facility and performed an observation. The customer was following the correct procedure for reprocessing. A follow-up in-service was not needed. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified after the following considerations. ·the user did not disclose result of the culture test performed at the user facility. ·there was no confirmation by a third-party facility regarding the culture test. ·no deviation from the instructions for use (IFU) was confirmed by the ess. All reprocessing steps were conducted correctly. ·scratches at the inner wall of biopsy channel were confirmed for the device by incoming inspection. The instructions for use (IFU) provides the following guidelines: 1.4 precautions: warning: an insufficiently reprocessed endoscope and / or accessory may pose an infection control risk to the patients and / or operators who touch them.